Event description:
Un unsubstantiated report was received from pt which did include letters from physicians that that the pt had multiple system complaints. These complaints apparently include parathesias, numbness and periorbital pain, with numbness and pain on the left side rupture was suspected prior to removal, and pathology report appears to confirm the rupture. The devices were removed in 1996, approximately ten years after implantation.